Event description:
It was reported that during a refill on (B)(6) 2011, patient complained of a warm and weird feeling around the pocket, in her groin and legs; later reported as burning and numbness. Drug delivered via the device were dilaudid and clonidine and at the time healthcare provider (hcp) was adding bupivacaine. Residual drug volumes were noted as equal. Hcp stopped the refill and aspirated. He got back all 15ml. The hcp then tried filling again and the patient complained of the same symptoms. The entire drug was removed from the pump and the pump was filled with saline instead. The patient was in the ER the next night with "withdrawal symptoms," however the ER indicated that the patient had an "anxiety attack." It was later clarified that patient had burning at catheter site and also in her abdomen. She was no longer getting pain relief. This was apparently the 2nd or 3rd incident of this since past couple of weeks. It had been thought that she was having a reaction to the drugs in the pump and the compound had been changed a couple weeks ago. The drug was removed from the pump, replaced it with saline and admitted and scheduled for pump replacement as it was thought that the pump may be defective. On (B)(6) 2012. The patient had a CT scan that showed the catheter was not in the intrathecal space, it appeared to be coiled in the subcutaneous tissue near the insertion site. The patient went to operating room at 3:00pm and it was observed that the catheter was coiled outside the intrathecal space. The catheter to pump connection appeared to be intact. Because the patient had been complaining of the burning and numbness in the abdominal area, it was decided to replace the pump. It was also added that the patient requested the pump be replaced at the catheter revision as well. The catheter was disposed of and the pump was returned for analysis. The pump was filled with the same drugs the patient had been receiving prior to incident i.e. Dilaudid 5 mg/ml and clonidine 800 mcg/ml and set at 0.5 mg/day. As of (B)(6) 2012, patient was reportedly doing well.

Event description:
Additional information received from the healthcare provider noted 'odd effects of possibly bupivacaine'. Patient was without injury; following replacement recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: programmer model: 8835, serial# (B)(4); catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. (B)(4). Analysis of the device revealed no anomaly, normal device function.